Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and minor scratches on lcd window, cracked case at lcd window corners, scratches on reservoir tube window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a damaged insulin pump. The customer's blood glucose reading was 416 mg/dl. The customer stated that she was at the doctor's office when the doctor noticed the damage. Customer was advised to discontinue use of the device and to revert to a backup plan.